Event description:
It was reported that the customer had high blood glucose levels of 157 mg/dl. The customer reported that the numbers on the display of the insulin pump continued to scroll up on their own during a bolus. The customer also reported a crack on the insulin pump. The customer reported that the insulin pump was dropped a couple of months ago. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. The numbers were not ramping up on their own or scroll bar was moving with no input.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.